Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion being treated was calcified and located in the proximal to mid left anterior descending artery. A 2.0 x 15 mm apex monorail balloon was inflated and ruptured at 6 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported. This product is only ous approved but it is similar to a marketed us device.